Event description:
It was reported that during an unknown procedure that the device broke during the surgery without any specific external influence. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/24/2008. Information anticipated, but unavailable at this time.